Manufacturer narrative:
The insulin pump was received with a button error alarm and one button with intermittent response due to corroded keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump received a button error alarm. The patient's blood glucose at the time of incident was 118 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's mother did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.